Event description:
Complainant alleged that while attempting to convert the rhythm of a patient the device did not sync on the "r" wave. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll for evaluation. The malfunction was not replicated or confirmed after extensive testing. A review of the patient ECG strip showed that the ECG signal had excessive noise. This could have prevented the device from recognizing the r wave in the qrs waveform. However, testing was not able to duplicate any product problem. The device passed all testing, was recertified and returned to the customer.